Event description:
A valiant navion stent graft system was implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm. It was reported the proximal component was initially placed approximately 2 cm distally of left subclavian artery. The aortic diameter in the proximal landing zone dilated significantly 10 months post implant. No endoleaks were observed on CT imagining. The physician placed two valiant captivia as treatment for the aneurysm enlargement.  No cause as per the physician was provided. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Implant date: month and year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the index procedure occurred on (B)(6) 2021 where a valiant navion vnmc4337c200te s/n (B)(6) was implanted. On (B)(6) 2021, 2 x valiant captivia extensions were implanted : vamc4440c150te s/n (B)(6) (intermediate graft) and vamc3632c150te s/n (B)(6) (distal graft). On 25-jan-2022 relining of the stent graft with a vamc4242c200te s/n (B)(6) (proximal) , a vamc4040c200te s/n (B)(6) (distal) and distal endoanchors were performed due to progression of taaa. It was noted that there were no complications on the interventions. Last imaging on 28.04.22 (with backpain) showed stable/minimally regressed taaa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: section a.1. Updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the reason for the second procedure on the (B)(6) 2021 was a staged approach to reduce the risk of paraplegia (spinal ischemia). The order which the stent grafts are positioned within the patient's thoracic aorta was confirmed as follows: most proximal-vamc4242c200te ((B)(6)), followed by vnmc4337c200te ((B)(6)), vamc4440c150te ((B)(6)), vamc3632c150te ((B)(6)) and the most distally implanted device was vamf4040c200te ((B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.